Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a coronary diagnostic procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Correction - fluoroscopy was taken, not a femoral angiogram.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.